Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was dissatisfied with the amount of charging that was required to maintain battery life. The patient underwent surgical intervention where the ipg was replaced with a non-rechargeable. The physician noted the model 3771 battery had been implanted too deep for a rechargeable battery. The patient¿s therapy was restored post-operatively. See additional reports related to this device MFR. 3006705815-2018-00143 and 3006705815-2018-00289.